Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had constipation and had to take medication/supplement to have a bowel movement. Patient reportedly had stopped taking them to see how their interstim would work. It was reported that the patient had one leak of urinary incontinence the day prior to the report. Consumer reported having no bowel movements in days. Patient switched programs but reported they still were not having bms as often as they should. Consumer reported they weren¿t feeling stimulation so they turned stim up. It was later reported that the patient was worried the lead had moved because they were feeling stim down their leg to the foot area. They were having a hard time sleeping because of it bothering them. Patient lowered stim and it was comfortable in the buttocks area. No further complications anticipated/reported.